Event description:
The patient received a cypher stent in the lad in 2005. One year later, stent thrombosis was noted in the cypher stent. Patient was treated with a taxus stent.

Manufacturer narrative:
This female patient had the following medical history: hypercholesterolemia, hypertension, former smoker, previous pci of mid lad with a bare metal stent in 2004, gastroesophageal reflux, and hip replacement in 2005. The patient had an elective procedure to treat several lesions. Versed was administered prior to the procedure. An ebu 3.5 guiding catheter and a .014 whisper wire were used in the procedure. Versed, intergilin, and heparin were given during the procedure. Lesion 1-1 was the proximal segment of the first obtuse marginal (om). The lesion was not predilated. A 3.0 x 13mm cypher stent (lot number 50305245) was successfully deployed at 16 atmospheres (atm) for 37 seconds. The lesion was not postdilated. Pre procedural diameter stenosis was 80% and residual diameter stenosis was 0%. Lesion 1-2 was the ostial to proximal segment of the left anterior descending (lad). The lesion was predilated with a 2.5 x 20 mm maverick balloon at 10 atm for 20 seconds. A 2.5 x 28mm cypher stent (lot number x0305801) was successfully deployed at 16 atm for 20 seconds. The lesion was postdilated at 8 atm for 19 seconds. Pre procedural diameter stenosis was 60 % and residual diameter stenosis was 0%. Lesion 1-3 was the proximal to mid segment of the lad. A 3.0 x 13mm cypher stent (lot number 50405660) was successfully deployed at 16 atm for 20 seconds. This stent was overlapping the bare metal stent that had been placed in 2004. The lesion was postdilated at 16 atm for 26 seconds. Pre procedural diameter stenosis was 80% and residual diameter stenosis was 0%. Plavix was administered post procedure. Approximately one year later, stent thrombosis was noted in the previously implanted 2.5 x 28 mm cypher stent. Thrombosis was also noted in the previously implanted bare metal stent. To treat the thrombosis, a 2.5 x 20 mm express stent was deployed overlapping the previous cypher and bare metal stent. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.